Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones. Technical services (ts) discussed the beeping pattern and there was no indication the beeping tones were attributed to the device function. Device data was sent to ts for review. Data analysis determined the device exhibited a wandering baseline and noise resulting in multiple inappropriate shocks on the implant date. This device remains in service. No adverse patient effects were reported.